Event description:
Customer stated, "sitting on the reclining sofa with the pad behind her back. She heard a pop and saw sparks. Then saw smoke." The product was returned for investigation. An investigation was done to look into the customers complaint. The investigator could not find any evidence of pad, cord or switch sparking. Bce received the switch in multiple small pieces. The investigator also determined that user was misusing the pad. The pad was bunched, stained, had bent thermostats, and had bent leads. This is observed when the pad is folded/ laid on during use. The customer also admitted to using the pad in a reclining sofa with the pad behind them. The IFU states "do not sit on, lie on, or crush pad. Avoid sharp folds". The customer did not claim any injury. The product was approx. 5 years and 1 months old when the incident occurred.